Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the middle y-site, just below the pumping segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, according to the investigation the potential root cause of the leakage between tube and smart site arm components were the following: ¿ bushing plugged or partially plugged due to adhesive, and tube remains. ¿ medica adhesive dispensing had a malfunction and not dispend solvent. ¿ assembly method not followed by the personnel involved in the operation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: we had a primary infusion set in use yesterday. The rn had noticed several drops of liquid under the IV after the infusion had began but couldn't find the source immediately. Later in the shift when she went to program a bolus it showed the malfunction. The tubing was not together completely where the mainline attaches to the port that is lowest to the patient. The tubing ref is (B)(4). It was connected to the patient and in the alaris pump. The pump was programmed beginning at a rate of 125 ml/hr when just drops were noticed. The bolus rate was 999 ml/hr. I sent the exact tubing to materials management so they can get to your team for review. I have attached a video of what occurred.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the middle y-site, just below the pumping segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, according to the investigation the potential root cause of the leakage between tube and smart site arm components were the following: ¿ bushing plugged or partially plugged due to adhesive, and tube remains. ¿ medica adhesive dispensing had a malfunction and not dispend solvent. ¿ assembly method not followed by the personnel involved in the operation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.